Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were pauses consistent with ventricular oversensing of the device noted on the holter strips. Therefore programming changes were made to the sensitivity settings. The device remains in use. No patient complications have been reported as a result of this event.